Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 170 cm., body mass index (bmi) 29.1kg/m2. A review was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso): "the cause of the hematoma is not given. There are patient related variables including several prior procedures adding significant complexity to the planned procedure which may have contributed to the occurrence of this event. Therefore, this complication is possibly due to the planned procedure and probably related to the patient¿s underlying disease. There is no evidence this complication is related to the da vinci device and no evidence or suggestion regarding any 3rd party device is provided."

Event description:
A patient in a study underwent a da vinci assisted pectopexy with concomitant cervix resection surgical procedure. Sixteen days after surgery, the patient was re-admitted with a diagnosis of a hematoma at the vaginal opening (23 x 46 mm), elevated crp, and lower abdominal pain. The patient was doing well again following antibiotic treatment with cefuroxime 1.5 g IV three times daily. On ultrasound, the hematoma remained the same size as at the initial examination but appeared more echogenic and homogeneous. Inflammatory markers were declining and the event was reported as resolved; discharge occurred six days later. Antibiotic therapy and treatment with 400 mg of metronidazole orally will continue for an additional 10 days. There was no reported surgical intervention or re-operation. There were no reported malfunctions with the da vinci system, instruments, or accessories during the gynecological procedure and it was completed robotically. Discharge occurred seven days later. The study investigator reported the event of hematoma as mild severity, a serious adverse event (requiring hospitalization), a clavien-dindo grade ii, having a causal relationship to the patient's underlying disease status, probably related to the da vinci investigational device, possibly related to the study procedure and possibly related to a third-party device.